Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge rapidly depleted from 80% to 5% while pump was charging. There was no impact to the customer's blood glucose (bg) level. Tandem technical support made multiple attempts to follow up with the customer to complete troubleshooting; however, no additional information was provided.